Event description:
A (B)(6) distributor returned a monitor to zoll reporting that a message showed "code 36."

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 36) has been confirmed. Upon eval, the flags showed a gel fire fault. The root cause for the fault was a loose interconnect pca. The root cause for the loose board cannot be positively determined, but is likely due to excessive force. Once the interconnected was reseated, the monitor was fully functional. No adverse event resulted from the loose interconnect board.